Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018 (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported restart issue and replaced the user interface pcba(printed circuit board) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device suddenly powered on and then off. There was no patient involvement. The event date was not specified; estimate used.